Event description:
Boston scientific received information that this right atrial lead was explanted after six months of implant due to an unspecified reason. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.